Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with heavy calcification. The 3.5 x 28 mm xience xpedition stent delivery system (sds) was advanced for direct stenting without issue and the stent was deployed at 18 atmospheres (atm) for 20 seconds. It is unknown how much time was allowed for deflation. The sds balloon was then inflated for post-dilatation to 17 atm, for 9 seconds; however, the balloon ruptured. During removal, resistance was noted with the guiding catheter, due to poor re-wrap of the balloon, and the proximal shaft separated. The sds was then removed from the guide successfully. No other device was needed to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.